Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a connector defect. Inspection and testing of the returned device found there was foreign material that could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the nozzle was clogged, the adhesive part of the bending rubber was worn out, the coating was peeling, and the foreign material could not be removed during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a white crystallized chemical residue, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage to the area where the foreign material was found and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.